Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence, is improbable and that no complaints documenting deaths or serious injuries have been received. (B)(4), as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, (B)(4) has initiated a (B)(4) voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.

Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013. The patient reported that a washer fell into his mouth while using the ez breathe atomizer. The customer added that he nearly swallowed the washer, but he was able to cough up and remove the component from his mouth. The patient reported that he did not experience any medical harm or require any medical interventions following the event.